Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge noted that the reload was partially fired and the anvil clamping mechanism was deformed. Functional testing of the reload found no abnormalities. A review of the device history record indicates the product was released meeting all manufacturers¿ quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lung resection procedure, the device had poor staple formation - part of staplers did not have b shape, the distal staple line was incomplete. The stapler locked on tissue, mainly from the reinforcement part. Voice from handle in 2/3 firing period. Medical or surgical intervention was needed to prevent a permanent impairment of a function, removal from lung tissue. There was no lung tissue damage, but an extra incision was needed for a third port to the cavity. The surgical time was extended by more than thirty minutes. Another device was used to complete the procedure. The patient's current status is reported as normal recovery.